Event description:
It was reported that at the end of a procedure involving ablation of the patient's tumor and implantation of spinejack at the tumor location, the physician had difficulty separating the expander tube from the deployed spinejack implant. The physician was able to detach the expander tube by pulling the implant back towards the patient's pedicle and then used a trocar to push the spinejack implant and cement back into the vertebral body. The procedure was completed successfully with a 25-30 minute delay and no additional medical intervention or adverse consequences have been reported.

Manufacturer narrative:
Device not returned.